Event description:
The device tip was fractured during surgery. The tip was retrieved during surgery.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.